Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument fiber broke at the clear tip. The issue occurred during a therapeutic retrograde intrarenal surgery and was completed using the same device. There were no reports of patient harm.